Manufacturer narrative:
According to the investigation results, a non-adjustability of the progav 2.0 and an accelerated outflow of both, the progav 2.0 and the shuntassistant, were detected. The visible deposits have led to the functional deviations. Furthermore, we can determine visible bloody deposits in the pediatric control reservoir. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. In addition to our products, this return shipment also included a peritoneal catheter and a ventricular catheter that were not produced by us. These products were also examined and evaluated in order to complete the investigation. Based on the investigation results, we were able to confirm that the peritoneal catheter had no functional impairment. The ventricular catheter was no longer permeable at the time of the examination. The blood clots within led to the functional impairment. The examination of the return has been completed with the drafting of this report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx413t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.